Manufacturer narrative:
(B)(4). The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two devices associated with complaint (B)(4).

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Also, the following information was accidentally not included in the initial report: a constant a dedicated saline source was used at all times, and the enterprise was recaptured more than once, but exact times are unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product was received for analysis.

Event description:
The patient is female and (B)(6) years old, had pcom with size 7.82 x 9.12mm. Neck width: 4.02 mm. During the stent assisted coil position surgery, the surgeon did the operation followed IFU. The surgeon didn¿t feel the position of stent good when deployed it. The surgeon withdrew the stent and changed the position, but noted that the stent stuck in mc. The stent could not be deployed. The surgeon made several attempts but still failed. The surgeon had to remove the stent and mc and change new device to complete the surgery. A constant a dedicate saline source was used at all times, and the sample is still in the follow up. There was no report on patient injury.

Manufacturer narrative:
The patient is female and (B)(6), had pcom with size 7.82 x 9.12mm. Neck width: 4.02 mm. During the stent assisted coil position surgery, the surgeon did the operation followed IFU. The surgeon didn¿t feel the position of stent good when deployed it. The surgeon withdrew the stent and changed the position, but noted that the stent stuck in mc. The stent could not be deployed. The surgeon made several attempts but still failed. The surgeon had to remove the stent and mc and change new device to complete the surgery. A constant and dedicate saline source was used at all times, and the sample is still in the follow up. A constant a dedicated saline source was used at all times, and the enterprise was recaptured more than once, but exact times are unknown. There was no report on patient injury. One non sterile enterprise and the involved microcatheter were received coiled inside a plastic bag. The introducer tube was not received for analysis. The delivery wire was received stuck into mc, the distal end of the enterprise came out of the distal end of the mc. The involved mc presented no visual damaged. No anomalies were observed on the received unit. The functional analysis was performed and the device was flushing and the delivery wire with the stent was able to go through the mc until the stent was delivered. The enterprise stent was observed under a microscope and no damaged were found. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure delivery wire - resistance/friction reported by the customer was not confirmed since during the functional the delivery wire with stent was able to go through the microcatheter until the stent was delivered. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.